Event description:
A user facility reported an internal dialyzer leak occurred two minutes after initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive. The location of the blood leak was identified after the dialyzer was removed. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on the same machine after re-setting up supplies. The dialyzer was reported to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: complaint device returned to manufacturer for physical evaluation. During the visual examination of the sample, multiple damaged fibers and a potted fiber fragment was observed on the cavity ID end of the dialyzer. Upon extraction of the fiber bundle a the potted fiber fragment was found at approximately 90° on the cavity ID end, with the ports positioned at 0°. An opposing end of the fiber fragment could not be isolated. The fiber fragment measured approximately 2.5 inches in length. There was no other damage or irregularities visually noted on the dialyzer. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. Production records review performed on the reported lot. One approved temporary deviation notice reported on the lot unrelated to complaint event. No indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during manufacturing process associated with reported event. Lot met all release criteria. Investigation into complaint confirmed reported event. No recall associated with this complaint. Continuous improvement is of utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
H3 plant investigation: complaint device returned to manufacturer for physical evaluation. During gross visual examination of sample, no defects or irregularities visually observed on fiber bundle or molded dialyzer components. Sample subjected to laboratory bubble point test. An internal leak was detected from a fiber as a steady flow of bubbles were observed to emanate from non-cavity ID end potting cut surface at approximately 80 degrees with dialysate ports at 0 degrees. Dialyzer subjected to destructive disassembly for further visual examination and fiber isolation. Upon extraction of fiber bundle, specific leaking fiber could not be isolated. During fiber evaluation process multiple fibers detached from potting on inferior surface masking the potential leaking fiber(s). Examination of fiber bundle did not identify any damage or irregularities; specifically, loose fiber fragments, kinked fibers, or broken fibers. Inferior surface of both polyurethane potting ends examined for voids; no voids were noted. Production records review performed on the reported lot. One approved temporary deviation notice reported on the lot unrelated to complaint event. No indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during manufacturing process associated with reported event. Lot met all release criteria. Investigation into complaint confirmed reported event. No recall associated with this complaint. Continuous improvement is of utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported an internal dialyzer leak occurred two minutes after initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive. The location of the blood leak was identified after the dialyzer was removed. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on the same machine after re-setting up supplies. The dialyzer was reported to be available to be returned for manufacturer evaluation.

Event description:
A user facility reported an internal dialyzer leak occurred two minutes after initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive. The location of the blood leak was identified after the dialyzer was removed. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on the same machine after re-setting up supplies. The dialyzer was reported to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.